Event description:
The MFR rep reported a pt intubated and in the ICU for 3 days due to morphine overdose from a suspected pocket fill. The pt was seen in the clinic in 2007, for a routine pump refill. The drug used in the pump is morphine (dose/concentration unk). The pt began to feel ill immediately after the refill. It was reported the pt also had hives during the refill. An ambulance was called and the pt was admitted to the hospital. The pt was intubated and placed in the ICU where they remained for 3 days. The pt received "typical treatment for morphine overdose". Four days later, the pt underwent another refill procedure using fluoroscopy without incident. It is suspected the event was due to a pocket fill. Additional info has been requested but was not available on the date of this report.